Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use. The nurse stated that there had been a power outage a few hours earlier and the hc machine was alarming a se 2240. The nurse was not near the hc machine at the time of the call. The technical service representative (tsr) explained the alarm and how to clear it. The tsr suggested that the nurse start over with new supplies. No patient injury or medical intervention was reported. During a follow-up with the home patient (hp)'s nurse regarding the alarm, the nurse stated that the hp had been doing fine and continuing therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.